Event description:
PICC line flushed patent. Went back to pt's home within 45 mins at which time PICC flushed with nss and met resistance. Fluid (flush solution) streaming out of hub site. Pharmacy called to report to medwatch.